Manufacturer narrative:
Citation: veulemans v. Midas has only trivial impact on ppm implantation in tavr using the largest self-expandable device. Presented at tct connect 2020. Oct 14-18, 2020. Unpublished. Doi: not available. The conference presentation slide deck was attached to the report. Earliest date of presentation used for date of event in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a conference presentation slide deck regarding the impact of calcification distribution, implantation depth, and membranous septum length on the need for permanent pacemaker implantation following transcatheter aortic valve replacement (tavr) with the largest commercially available self-expandable valve. All data were collected from two centers. The study population included 130 patients and was predominantly male with a mean age of 80 years. At baseline, 57 patients had atrial fibrillation (permanent: 41, paroxysmal: 16), 34 patients had an unspecified atrioventricular block or bundle branch block, 11 patients had any right bundle branch block, and 15 patients had any left bundle branch block. All patients were implanted with 34 mm medtronic evolut r transcatheter valves. No serial numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation after tavr (30 cases). Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.